Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hosp reported that during preparation a coronary artery bypass procedure, the hs-3045 (hsk-3038) seal unraveled when pulling it from the loading device, as if the tethers were caught inside. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The product is returning.